Event description:
Information was received regarding a medfusion 4000 pump. It was reported that 64 pumps had seven or more acu watchdog alerts from (B)(6) through (B)(6) 2021. It was later added that there were primary audible alarms, a slight crack on the battery door around the screw, and a non-OEM power cord. Smiths tamper evident seal was missing from the battery compartment and altered on plunger head. There was a non OEM speaker, and a removed j9 glue. The non-OEM speaker had a resistance of about 11 ohms, not counting the lead resistance of about 2.5 ohms. The j9 was intact, and speaker counts l3, l4, and l5 equal 52, 115, and 176, respectively. Customer could not determine the cause of the alerts. It is unknown if there was any patient, or clinician injury associated with this particular occurrence.